Manufacturer narrative:
(B)(4).

Event description:
The pt took a fall and subsequently experienced stimulation in the wrong location. She was seeking help with reprogramming. No other details were provided. Further info is being requested from the hcp.